Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08567. It was reported that the patient presented in the emergency department complaining of chest pains. Upon interrogation, high capture threshold was noted on the right ventricular (rv) lead. The patient was also experiencing discomfort during rv testing. The atrial threshold was normal, but egms appeared to show intermittent non-capture. An x-ray showed the slack in the rv and ra leads was different. The rv lead was repositioned on (B)(6) 2021, and normal values were noted. The atrial threshold was still normal and there was no evidence of intermittent non-capture when it was retested through the device. The patient¿s condition was stable prior, during, and post-procedure.